Manufacturer narrative:
The insulin pump powered up properly after battery installation. The pump was received with operating currents within spec. The pump was monitored and no blank display anomalies were noted. The pump passed self-test, rewind, basic occlusion test and displacement test. However, the pump was unable to prime during prime test due to faulty force sensor system. No unexpected restart alarms were noted. No external ram crc error alarms were noted. The pump was received with cracked case at display window corners and battery tube threads. The pump was received with stripped battery cap coin slot and minor scratches on lcd window.

Event description:
The customer reported via phone call of a blank display, external ram crc error and unexpected restart alarm from the insulin pump. The customer's blood glucose level was 113 mg/dl. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display returned. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer stated that there is a crack in the threading of the battery compartment. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.